Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse found that the mounting screw that connects universal surgical manipulator (usm) to the distal set up joint (suj) was bent, which could cause motion issues. The fse reviewed the system logs and found several errors 1126 on usm3. The fse replaced the usm and suj to resolve the issue. The system was tested and verified as ready for use. Isi has received the usm and suj involved with this complaint; however, the evaluation has not yet been completed. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. No image or video was available for review. A review of the site's system logs for the reported procedure date was conducted by the fse during site visit. Investigation revealed several errors 1126 on the usm3 related to the reported complaint. An event verification confirmed the procedure was performed on the reported event date (B)(6)2022. On system sk1428. This complaint is considered a reportable malfunction event due to the following conclusion: it was alleged that one of the arms was locking up and the surgeon moved to the other surgeon side console (ssc). While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, one of the arms was stuck. The surgeon moved to the other console and the issue did not occur. No error logs were present at the time of the issue, and the master tool manipulators (mtms) did not appear to be disabled. The customer confirmed that one console had issues and the customer was unsure if it was the left or right mtm. The system was working when the system was started up, and no faults were present. The system logs were reviewed and there were no errors. The procedure was completed with no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the replaced universal side manipulator (usm) and distal set-up joint (suj) involved with this complaint and completed the device evaluation. During failure analysis, the reported error faults were confirmed upon review of the logs. During investigation of the usm arm, the part was tested on an in-house system and passed normal mode. The system did not trigger any error fault during testing. The unit failed the fiber test on the parallelogram and the rolling loop. The unit was further tested and passed all other testing specification. The parallelogram and rolling loop assemblies on the usm arm were replaced to address the issue. During failure analysis of the suj, the part was tested on an in-house system and passed all tests. Unit had no issue during motion the usm mounting screws on the suj was proactively replaced.